Manufacturer narrative:
(B)(4). Unit received with critical pump error (open book image) due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Moisture damage on motor assembly and force sensor assembly. Unable to verify communication anomalies due to critical pump errors. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the blood glucose meter was no longer communicating with the insulin pump. Customer stated that the light comes on the testing strip side when turned on by pressing menu button. No harm requiring medical intervention was reported. The device will not be returned for analysis.